Event description:
It was reported the patient stopped charging due to the scs system not providing adequate relief. As a result, the ipg became inoperable. Subsequently, the eon mini ipg was explanted on (B)(6) 2019.